Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event after dinner while using an ilet system with a contact/detach infusion set and a libre freestyle 3 plus sensor; the ilet issued a low glucose alert around a nadir of 59 mg/dl, and a correction bolus had been delivered earlier as glucose rose, followed by a gradual decrease into hypoglycemia later. Symptoms included no reported symptoms. Outcomes included self-treatment with approximately one-half cup of regular soda, return of glucose to target without outside assistance, and no medical intervention or hospitalization. Investigation included agent review of best practices, user education, and referral for additional training. Investigation of this case revealed no device malfunction reported and an unclear precipitating factor for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.